Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse. Nurse found pump to be turned off while infusing chemotherapy (medication, programmed amount and delivery rate unknown). Uncertain if patient turned off because pump was previously locked. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device history record review was completed and did not determine the complaint is related to the manufacturing of the product. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.